Event description:
It was reported the patient underwent surgical intervention wherein the ipg was explanted. No further information is known at this time.

Manufacturer narrative:
It was reported a rep was given an explanted ipg without any information concerning the reason why the device was explanted. No patient information was provided either. The ipg was returned without any visible anomalies. It was responsive and communicated with lab utilities. It was running the therapy app and functional. It successfully bonded with a lab cp without any connectivity issues. The device was functionally tested to manufacturing specifications using the ate and passed all tests. The ipg functioned as intended. The reason for the explant could not be determined. During processing of this incident, attempts were made to obtain complete event, patient and device information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2022-05036, 1627487-2022-05037. It was reported the patient underwent surgical intervention wherein the ipg was explanted. Ipg was returned with two terminal ends attached. No further information is known at this time.